Event description:
The customer reported that during startup the monitor flashes strangely, then shuts down on its own. The field engineer noted intermittent no boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ipc 1000 board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.